Manufacturer narrative:
As per the confirmation received via good faith effort, correctness check cannot be performed, and device did not show battery status are considered to be inter-related and were caused due to a battery failure. Philips reference (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4). As such, (B)(4) (the parent record of this case) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in (B)(4).

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator does not show the battery status and does not charge. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.